Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by the customer, PICC fracture with potential extravasation. Patient informed nursing staff that arm felt wet, noticed chemotherapy leaking from PICC site. On closer observation PICC was loose from site and chemotherapy was visibly leaking at the site of entry to the arm. Chemotherapy stopped. PICC line removed. Doctor informed. Patient treated for potential extravasation. Exit site marking 2 cm. Secured with secureacath. Drug details: carboplatin. Device was discarded.